Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that postoperatively to an unknown procedure on (B)(6) 2021, it was observed that the end that connected to the scope sheath came apart and stayed on the sheath on the light guide olym-acmi_3.5mm x 3.0m device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that they noticed after a case where they used a light guide olym-acmi_3.5mmx3.0m, that the end that connects to the scope sheath came apart and stayed on the sheath. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and the photo provided by the customer. The cord had marks of wear, it appeared to be heavily used. The female end tip and the light emission of the device was grainy. It was received an adaptor instrument uncoupled from the device. The adaptor had marks of use near the connection. The photo provided showed the same condition found during the physical evaluation. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection results, this complaint can be confirmed. The possible root cause for the condition of the device can be attributed to the age of the device and rough use; since this device is reusable, the continuous use and sterilization processes can contribute to a progressive deterioration of the device. Based on the manufacturer information, the adaptors are supplied/sourced separately. The adapter need to couple in the female part. As per IFU, the light cables have special cleaning, follow the steps for cleaning. Light cables are delicate medical instruments and must be used and handled with care. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.